Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needles were not in the package when opened. There were also needles that needles were coming off the suture and one swiped in the patient.